Manufacturer narrative:
(B)(4). Batch # unk. Additional information provided: the patients had no problems because it was solved during the surgery by putting some extra clip. Investigation summary: a photo was provided for evaluation. During the visual analysis of the photo, the following is observed: the photo shows the placement of clips during surgery. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. The manufacturing records could not be reviewed as the batch/lot number is unknown.

Event description:
It was reported that during an unknown procedure, the clip open at distal point. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 4/13/2022. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 10 conforming clips. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.